Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failures of the scope body and the light guide bundle were optical component problem due to damage of the scope body and light guide bundle which has completely fractured wire. This is caused by a component failure of the scope body and the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited tilted, crushed scope body and the component failure of the scope body. There was no patient involvement.